Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: on (B)(6) 2024, the patient was emergently treated for a fusiform thoracic aortic aneurysm with contained rupture with placement of a proximal zta-p-34-161 and a distal zta-p-38-167. Procedure imaging revealed patent grafts, no endoleaks, and no device issues. On (B)(6) 2024, imaging was completed due to the patient¿s persistent back pain and revealed a type 1b distal endoleak, which was considered related to the study device (¿not adequate sealing on the arterial wall¿), procedure (¿not adequate sealing distally¿), and treated aortic disease. It was not considered a device deficiency. Additionally, it was noted that the ¿patient has a curved part in the distal zone of the aorta,¿ which caused or contributed to the event. On (B)(6) 2024, the patient underwent a secondary intervention, specifically placement of a distal extension graft to treat the endoleak. The secondary intervention to treat the endoleak was considered successful and the patient was released from the hospital on (B)(6) 2024. The site has elaborated that the maximum angle in the distal seal zone was 28 degrees. The patient study casebook shows that the distal neck was partially thrombosed and mildly calcified and that the distal sealing zone had a planned length of 25mm. Thrombus and calcification located in the distal sealing zone could have contributed, along with the angulation, to the type 1b distal endoleak. The distal neck is reported as having a maximum diameter of 28mm and minimum of 15mm, however the neck shape is reported as parallel which is contradictory. If the maximum diameter was in fact 28mm the distal zta-p-38-167 is considered excessively oversized (>25%) and per IFU a more suitable selection of diameter would have been 32mm. Excessive oversizing can cause/contribute to endoleaks. It is assessed that the patient anatomy can be considered within the patient selection criteria of the IFU but that it would have been sensible to have planned for a longer distal seal zone considering these factors. The type 1b distal endoleak can¿t be attributed to one definite cause but is probably due to a combination of factors including the angulated seal zone, localized thrombus and calcification in the seal zone and excessive oversizing of the distal zta-p-38-167. This study involves retrospective data collection. No imaging was provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). D3) denmark. E1) germany. G1) denmark. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to (B)(4): zenith alpha thoracic post market retrospective study: synopsis: the patient experienced a type 1b endoleak 8 days post-procedure. On (B)(6)2024, the patient was emergently treated for a fusiform thoracic aortic aneurysm with contained rupture with placement of a proximal zta-p-34-161 and a distal zta-p-38-167. Procedure imaging revealed patent grafts, no endoleaks, and no device issues. On (B)(6)2024, the patient experienced pneumonia, which was treated with antibiotics, and was considered procedure-related. On (B)(6)2024, the patient experienced urinary tract infection, which was treated with antibiotics, and considered procedure-related. On (B)(6)2024, imaging was completed due to the patient¿s persistent back pain and revealed a type 1b distal endoleak, which was considered related to the study device (¿not adequate sealing on the arterial wall¿), procedure (¿not adequate sealing distally¿), and treated aortic disease. It was not considered a device deficiency. Additionally, it was noted that the ¿patient has a curved part in the distal zone of the aorta,¿ which caused or contributed to the event. On (B)(6)2024, the patient underwent a secondary intervention, specifically placement of a distal extension graft to treat the endoleak. On (B)(6)2024, the patient was diagnosed with gastritis, which was treated with medication, and was unrelated to the study device and procedure. Additional information received 23jan2025: the secondary intervention was placement of a distal extension graft to treat the endoleak. Patient outcome: the secondary intervention to treat the endoleak was considered successful and the patient was released from the hospital on (B)(6)2024.